Event description:
It was reported during a revision surgery, the distal tip of the device sheared off when inserting a 9mm screw into the pedicle of the spine of the patient. This happened on the final turn of the screwdriver. The tip of screwdriver was left in the head of the bone screw.

Manufacturer narrative:
Visually inspected the returned di polyaxial screwsriver (2797-22-400) under 40x magnification. It was noted that the tip broke in torsion. Also noted, that the shear plane wasn't perpendicular to the driver axis-indicating that the driver experienced a significant side loading in combination with torsion when the tip broke. The threads of the outer sleeve still have the satin finish and show no signs of wear. Review of the device history records found a lot quantity of (B)(4) was released to stock in (B)(4) 2012 with no discrepancies. Even though the root cause cannot be positively determined, the noted damage suggests that the driver tip broke in torsion with a combination of side loading stress. It is likely that the front sleeve of the driver wasn't engaged (as noted by the intact satin finish on the threads) with the tulip head of the screw during advancement/retraction. The front sleeve helps to keep the driver concentric to the screw shank axis and limits the amount of excessive side loading force that can be transmitted to the drivers tip. It is also unknown if tapping was administered prior to advancing the screws into position. The condition of the driver tip prior to shearing is also unknown. No CAPA needed at this time. Previous complaints of this nature were arising from wear and tear in combination with fatigue on older instruments; advancing large diameter screws without tapping and/or pre tapping with smaller taps. Instrument longevity is largely based on user technique.